Event description:
It was reported that the device was plugged into the machine and the battery started to leak back out of the tubing. This was allegedly right out the box.

Manufacturer narrative:
Additional info will be provided once investigation is completed.